Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer at the swimming pool and insulin pump had flashing display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement and self test. However, device failed sleep current measurement due to moisture damage on the electronic assembly, motor and force sensor noted during visual inspection. Device was received with a cracked case (battery tube), cracked battery tube threads.